Manufacturer narrative:
Investigation summary: bd received three photos for investigation. Upon evaluation of the photos, the presence of a defective stopper was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: molding defect. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that during processing of the sample using bd vacutainer® k2e / k2 edta blood collection tubes, the cap moved resulting in sample leakage. No adverse impact was reported regarding the patient or user.